Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is satisfied.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 225 and 247 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer fasting and produced test results of 290 mg/dl and 320 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/17/2020 and test strips were opened four days ago. The meter memory was reviewed for previous test result history: (B)(6).